Event description:
It was reported that the access door fell off the crib and was no longer attached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.